Event description:
Healthcare professional reported "implant exchange for larger size". Later healthcare professional reported "displaced position of breast implant" and "had a capsule which was too high on the right and also there was extension of the capsule into the axilla". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and opening are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "displaced position of breast implant" and "had a capsule which was too high on the right and also there was extension of the capsule into the axilla".

Event description:
Healthcare professional reported "implant exchange for larger size". Later healthcare professional reported "displaced position of breast implant" and "had a capsule which was too high on the right and also there was extension of the capsule into the axilla". This record is for the right side. The device was explanted.